Manufacturer narrative:
Material information corrected in d tab. Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381834 and lot number 3269679. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global leaked beyond the septum. The following information was provided by the initial reporter: the back flow valve getting stuck. Customer unable to provide pictures. Customer requested a replacement box. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The valve didn¿t stop the blood when the needle was in the vein, blood kept coming out. Could you please describe the issues in detail? Was there any leakage or occlusion during the event? The back flow valve wouldn¿t stop the blood so we couldn¿t connect the IV to it.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381034 and lot number 3269679. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.